Event description:
The reporter has bed that the left foot siderail will not latch. He said that he had opened the rail and there was a screw head that had broken off in the center arm. Reporter said that he replaced the center arm to resolve the issue with this bed.